Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available

Event description:
Complaint - delay 50 minute delay in surgery and broken/ fragmented pieces left in patient

Manufacturer narrative:
See h4, h6, h10 and h11 complaint has been evaluated and is similar to report number 1644408-2025-00705; 508-65-001, s814 - stability, poor joint, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.